Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-jun-2026, it was reported by a sales representative via email that an ar-1934bct-2 biocomposite suturetak anchor broke. The anchor fractured within the glenoid, and the suture remained attached to the anchor. The procedure was completed successfully. A portion of the device remained in the patient and was not retrieved. This was discovered during a labral repair procedure on (B)(6) 2026.